Manufacturer narrative:
The lead was explanted and discarded, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. A new lead was implanted and no adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this lead was explanted and discarded, due to non capture. A new lead was implanted and no adverse patient effects were reported. The lead was actively implanted for approximately 9 months.